Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 19, 2016 that a speedband superview super 7 device was used in the esophagus during a procedure on an unknown date. According to the complainant, during the procedure, the ligator head fell in the patient's esophagus. The ligator head was retrieved with a net. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.